Manufacturer narrative:
A boston scientific representative documented the reported observations and instructed the patient to contact her physician. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient collapsed this morning due to some type of episode. Previous dizziness was noted to be the reason for device implant. The patient performed a patient initiated interrogation (pii). No adverse patient effects were reported.